Manufacturer narrative:
(B)(4). X-rayed patient.

Event description:
According to the reporter, the event was notified to (B)(6) as incident. The needle broke and detached from the thread suture during the suture on the cervix for trachelorrhaphy after spontaneous birth. An x-ray abdomen was performed but the result was negative. The patient was held in the birthing room, at this point all the bins were checked and inside of one of them the needle was found in a gauze pad used for the suture. The patient was calmed down by showing the needle found. If so when did they occur and provide description of the incident (reoperation, infection, etc.)?

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation five devices sealed with the appropriate foil pouches and one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned products. The visual inspection and functional evaluation of the sealed product had acceptable results. The visual inspection of the sample noted five sutures and five needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. One needle was received broken at the swaged end. Under magnification, instrument marks were observed at the swaged end of the needle. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. Grasping the needle at the swaged end during application can damage the needle as observed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Product returned, evaluation pending.